Event description:
It was reported that a user measured a fingerstick blood glucose of 375 mg/dl while using the ilet and denied a missed meal announcement or any dosing interruption, and they declined a supply change while proceeding to a healthcare provider appointment. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and the user planned to follow up for troubleshooting. Investigation included a request for basic troubleshooting and consideration of supply change, with additional information needed from the user. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.